Manufacturer narrative:
No lot code: with no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaint trending and analysis is performed monthly per (B)(4), where a cross-functional team meets to review complaint trends, medical device reports ((B)(6)), and complaint-related corrective actions. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time.

Event description:
The consumer stated that a tampon came apart upon removal and tampon piece remained inside of her. She indicated that the event occurred multiple times. The consumer is confident that all pieces were able to be removed, and she did not need to seek medical attention.